Event description:
It was reported that; patient reported that she was implanted in (B)(6) 2016 and the cage was protruding into the patient's esophagus. She required a revision surgery on (B)(6) 2016. Four days after the surgery, she had an incision infection and started having a low grade fever. She has had a low grade fever since (B)(6) 2016. She's had numerous blood test done, MRI, and also complications with the stitches. Her recent visit to the infectious disease shows immune system is low. It is unknown what the cause of the infection is.

Manufacturer narrative:
Outcomes attributed to ae updated. Additional information received on 29-aug-2017 noted patient has undergone additional procedure in 2017 as a result of unstable device. No other additional information at this time.

Event description:
It was reported that; patient reported that she was implanted in (B)(6) 2016 and the cage was protruding into the patient's esophagus. She required a revision surgery on (B)(6) 2016. 4 days after the surgery, she had an incision infection and started having a low grade fever. She has had a low grade fever since (B)(6) 2016. She's had numerous blood test done, MRI, and also complications with the stitches. Her recent visit to the infectious disease shows immune system is low. It is unknown what the cause of the infection is. Update on 29-aug-2017; medwatch report indicted; several blood test was done but they all came back negative. Patient met with another doctor and it was determine that the device is unstable. On 2017, the doctor performed another surgery and added screws and rod through a donor bone posteriorly to the old implant.

Manufacturer narrative:
Method: risk assessment; result: aside from the medwatch form indicating patient has undergone another surgery, no other additional information was provided for review. No device was returned, no patient medical records/op notes detailing the patient's most recent revision surgery were provided for review. Device history review could not be performed as no lot code was provided. Device inspection could not be performed as no device was returned. Complaint history review could not be performed as no lot code was provided. Conclusion: the root cause of the reported event cannot be determined from the information given.

Event description:
It was reported that; patient reported that she was implanted in (B)(6) 2016 and the cage was protruding into the patient's esophagus. She required a revision surgery on (B)(6) 2016. 4 days after the surgery, she had an incision infection and started having a low grade fever. She has had a low grade fever since (B)(6) 2016. She's had numerous blood test done, MRI, and also complications with the stitches. Her recent visit to the infectious disease shows immune system is low. It is unknown what the cause of the infection is. Update on 29-aug-2017; medwatch report indicted; several blood test was done but they all came back negative. Patient met with another doctor and it was determine that the device is unstable. On 2017, the doctor performed another surgery and added screws and rod through a donor bone posteriorly to the old implant.

Manufacturer narrative:
Catalog# 48321064. Method: risk assessment; result: device history review could not be performed as no lot code was provided. Device inspection could not be performed as no device was returned. Complaint history review could not be performed as no lot code was provided. Conclusion: the investigation concluded the reported event is not related to stryker product failure.

Event description:
It was reported that; patient reported that she was implanted in (B)(6) 2016 and the cage was protruding into the patient's esophagus. She required a revision surgery on (B)(6) 2016. Four days after the surgery, she had an incision infection and started having a low grade fever. She has had a low grade fever since (B)(6) 2016. She's had numerous blood test done, MRI, and also complications with the stitches. Her recent visit to the infectious disease shows immune system is low. It is unknown what the cause of the infection is.